Event description:
On (B)(6) 2023, rayner received notification from a german healthcare facility of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the rear haptic snagged preventing iol implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the rear haptic snagged preventing iol implantation. The healthcare facility reports that surgery was more complex and prolonged; however, was successful. Back-up lens implanted. No harm/injury to the patient as a result of the event. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. A review of existing vigilance data confirms that thi sis an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 082198918. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event.